Event description:
It was reported that the programmer had issues with printers, telemetry and that it kept freezing. Follow up was inconclusive in being able to determine whether the radiofrequency programmer head could be eliminated as a possible source of the telemetry issue so both will be reported on. The programmer and the head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments that the programmer had a telemetry issue and a printing issue, it was able to interrogate using a known good programmer head and it printed correctly in spite of a damaged printer drawer which was missing its paper guide. The printer drawer was replaced to resolve the damage issue as well as a preventive measure. Analysis was able to confirm the customer comment of the programmer freezing on an error screen and the media processing unit was replaced to resolve. Analysis also noted a loose electrocardiogram connector, a damaged cord door, a missing hinge cover, a latch tab broken loose from the media bay door, that the stylus tip was pulled away from the main pen body, that there was a small amount of corrosion on the outside of the case (none was found inside the programmer), the power supply was noisy, the system fan was intermittently noisy and the hard drive health was less than 100%. All found defective parts were replaced, and the new link electronic module board and stylus were calibrated as well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.